Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. The patient had frequent premature ventricular contractions. Programming changes were made. The patient was in a stable condition.